Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A surgeon reports an outcome issue for this pt following bilateral refractive surgery. This report is for the right eye, the left eye is being reported on MFR report # 3003288808-2012-00022. Limited info was provided, which listed a pre-op refraction and a one day post-op refraction. Based on the info provided, this pt exhibited an overcorrection in the right eye at one day post-op. Add'l info has been requested.